Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported driveline infection could not conclusively be determined through this evaluation. The account reported that the patient had a chronic driveline infection and was successfully transplanted on (B)(6) 2020. The device was operating as expected. The pump was returned assembled with the pump cable severed approximately 9.75" from the pump header, and the distal portion measuring approximately 16.5¿ was also returned. The modular cable was not returned. Approximately 3¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief and outflow graft clip secured. The apical cuff was returned secured with the cuff lock fully engaged. The pump appeared to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 8 of this document also contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook, also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with chronic driveline infection has been transplanted. Driveline infection recorded under MFR 2916596-2020-02394.